Manufacturer narrative:
Initial.

Event description:
It was reported that a user experienced a roller coaster pattern in blood glucose while using a replacement ilet and suspected a bad infusion site; the user planned a site change and used oral glucose for low readings. Symptoms included episodes of low and high blood glucose. Outcomes included no health consequences and an unexpected medication intervention for glucose correction. Investigation included communications with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information to characterize a specific device problem or component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.